Event description:
It was reported to philips that the x-rays were no longer coming out during the procedure. No harm was reported. The device was in clinical use at the time of reported event. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer, and the system was returned to its functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, the issue occurred during a planned neurovascular treatment, the treatment was aborted and was completed the next day. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-rays stopped coming out during the procedure. Initially, the fse restarted the system but the issue persisted, on second time, the system restarted. The fse checked the system logs and found image disc write errors when saving the data. The fse checked the system further and found that the image disc error occurred in the ippc (image processing pc). So, the fse replaced the ippc, formatted the os disc and image disc and reinstalled the os and applications to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.